Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive color variation with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that paxgene® blood ccfdna tube had discolored reagent in the vacutainer. The following information was provided by the initial reporter: material no. 768115, batch no. 8285615 and 9007985. It is reported customer experienced discolored stabilization reagent in vacutainer. This is for your information that we received a complaint from a customer at medical center on discolored stabilization reagent in the paxgene blood ccfdna tube (100). At this time, we have not received any other such complaint. We have also not yet received requested pictures and a more detailed description of the discoloration from the customer. Tech service is still awaiting the customer¿s response.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8285615. Medical device expiration date: 2019-10-31. Device manufacture date: 2018-10-12. Medical device lot #: 9007985. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-07. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that paxgene® blood ccfdna tube had discolored reagent in the vacutainer. The following information was provided by the initial reporter: material no. 768115, batch no. 8285615 and 9007985. It is reported customer experienced discolored stabilization reagent in vacutainer. This is for your information that we received a complaint from a customer at medical center on discolored stabilization reagent in the paxgene blood ccfdna tube (100). At this time, we have not received any other such complaint. We have also not yet received requested pictures and a more detailed description of the discoloration from the customer. Tech service is still awaiting the customer¿s response.